Event description:
It was reported that defib thresholds (dfts) were unacceptable during the implant procedure. Hv impedance readings were also high. The patient had an episode over- night and the device rescued the patient. The rv lead was explanted and replaced two days post implant. Impedance values and dfts were normal with the new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.